Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at noon on (B)(6) 2016. At this time the patient obtained blood glucose results of "147mg/dl" with the subject meter and "112mg/dl" on another meter within 30 minutes of each other. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and it is not known whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient developed the symptoms of "sweating, fatigue and nausea." In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that an approved sample site was used to obtain the alleged results and the patient was unable to walk through a control solution test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.